Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a diagnostic procedure. Reportedly, the sutures were not retrieved and a cuff miss occurred. A second proglide was used to achieve hemostasis. Thirty minutes post procedure, the patient lost distal pulse. Thrombus and a piece of plastic were found in the right common femoral artery and were surgically removed. The physician thought the piece of plastic was possibly from the foot plate of one of the devices. The patient was hospitalized overnight and released the next day. There was no adverse patient sequela reported. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information. Per the instructions for use, the safety and effectiveness of the perclose proglide device have not been established in patients with ipsilateral femoral venous sheath during the catheterization procedure. The additional perclose proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. There was no product deficiency reported. The patient effects of thrombosis and diminished pulse, as listed in proglide instructions for use, are known potential adverse events associated with use of the proglide system and are not necessarily an indication of a product quality deficiency. Although a definitive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a quality deficiency associated with the product. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and there does not appear to be a product quality deficiency.